Event description:
It was reported that the device stopped working. As a result, the patient's blood could not be reinfused. The patient received a transfusion of 200 ml of homologous blood.

Manufacturer narrative:
The hospital has a regulation that if the patient bleeds mre than 500ml, the blood has to be returned to the patient. It is unk if the patient's condition warranted a blood transfusion or if the patient was given blood only as a result of the hospital's regulation. The device has not been returned for evaluation. However, the user facility did report that there was approximately 350 ml of coagulated blood in the reservoir. From previous sample evaluation of the same lot, it was found that the probable cause for the clotting in the reservoir might be from rapid bleeding, preventing defibrination of the blood. The IFU contains information for the user on steps to take to prevent clotting of blood in the reservoir.